Event description:
It was reported that during the tightening of the multi-unit abutment, it became unscrewed from the implant fixture. When attempting to retighten the multi-unit abutment to the recommended torque, the screw became jammed and could not be loosened to allow adjustment of the abutment angle which resulted in the removal of the multi-unit abutment from the implant fixture.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.